Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review cannot be performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date as the user facility¿s location is unknown.

Manufacturer narrative:
Report number - mw5070696. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient experienced hand cramps eight (8) hours after receiving hemodialysis (hd) therapy. There was no allegation that a dialyzer malfunction occurred. The dialyzer product was not available to be returned to the manufacturer for evaluation.